Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion after the battery decreased from 35% in (B)(6) 2021 to 15% in (B)(6) 2022. A review of the device data by engineering confirmed that the device data showed the power consumption increasing in a gradual fashion. The device should be explanted and replaced. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion after the battery decreased from 35% in december 2021 to 15% in january 2022. A review of the device data by engineering confirmed that the device data showed the power consumption increasing in a gradual fashion. The device should be explanted and replaced. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device will be returned for analysis. Upon return and analysis completion this investigation will be updated.